Event description:
It was reported that during a rotational atherectomy procedure, the rotawire broke. The stenosed target lesion was located in the middle and distal right coronary artery. A 330cm rotawire floppy guidewire was selected and advanced to the target lesion to guide the 1.5mm rotablator rotalink plus rotational atherectomy system treat the target lesions. Rotablation was performed for both lesions without difficulties. Resistance was not noted at any moment during the procedure. During the procedure, it was noted that the burr did not reach the radiopaque marker in the distal segment of the rotawire used. During removal of the rotawire, it was noted that the distal radiopaque marker still remained in the thin posterolateral branch of the artery. Upon complete removal , it was observed that the rotawire broke. Within 30 minutes, attempts were made to retrieve the broken piece by using lasso or snare; however, the other part was not able to be retrieved. The procedure was considered done as the blood flow was observed to be good. The procedure was completed with this device. No patient complications were reported and the patient¿s status is stable.

Event description:
It was reported that during a rotational atherectomy procedure, the rotawire broke. The stenosed target lesion was located in the middle and distal right coronary artery. A 330cm rotawire floppy guidewire was selected and advanced to the target lesion to guide the 1.5mm rotablator rotalink plus rotational atherectomy system treat the target lesions. Rotablation was performed for both lesions without difficulties. Resistance was not noted at any moment during the procedure. During the procedure, it was noted that the burr did not reach the radiopaque marker in the distal segment of the rotawire used. During removal of the rotawire, it was noted that the distal radiopaque marker still remained in the thin posterolateral branch of the artery. Upon complete removal , it was observed that the rotawire broke. Within 30 minutes, attempts were made to retrieve the broken piece by using lasso or snare; however, the other part was not able to be retrieved. The procedure was considered done as the blood flow was observed to be good. The procedure was completed with this device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis with the spring tip missing. A visual and tactile inspection was performed which identified the body was fractured 314.5cm from the proximal end. Approximately 15.5cm of the distal part of the wire is missing. All outer diameter measurements taken met specification. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode. The results found that the sample presented evidence of bending overload event in a brittle material as mode of wire failure. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, the rotawire broke. The stenosed target lesion was located in the middle and distal right coronary artery. A 330cm rotawire floppy guidewire was selected and advanced to the target lesion to guide the 1.5mm rotablator rotalink plus rotational atherectomy system treat the target lesions. Rotablation was performed for both lesions without difficulties. Resistance was not noted at any moment during the procedure. During the procedure, it was noted that the burr did not reach the radiopaque marker in the distal segment of the rotawire used. During removal of the rotawire, it was noted that the distal radiopaque marker still remained in the thin posterolateral branch of the artery. Upon complete removal , it was observed that the rotawire broke. Within 30 minutes, attempts were made to retrieve the broken piece by using lasso or snare; however, the other part was not able to be retrieved. The procedure was considered done as the blood flow was observed to be good. The procedure was completed with this device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4).